Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4), batch: 5073724/5073729/7018714.

Event description:
It was reported that the patients leads were exposed through the skin. The physician stated that it was unknown what have had caused the lead exposure and it was not device related. The patient underwent a procedure were in the ipg and leads were explanted. The explanted device component were retained by the medical facility and will not be returned.